Event description:
During robotic sleeve gastrectomy, 2 vessel sealers were found to be defective. No mention of details of defect found in op note. Manufacturer response for system, surgical, computer controlled instrument, endowrist (per site reporter). Unknown.